Manufacturer narrative:
The field service engineer could not determine a cause. The probe was checked and probe adjustments were performed. Calibration, controls, and precision studies were all ok. The last calibration performed on (B)(6) 2022 was ok and there were no alarms. Controls recovered within acceptable ranges. Upon review of the alarm trace, several abnormal aspiration alarms were observed. These may indicate poor sample quality. The investigation could not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with ise indirect k, cl for gen.2 on a cobas pro ise analytical unit. No incorrect results were reported outside of the laboratory. The sample initially resulted in a k value of 4.4 mmol/l and repeated as 3.8 mmol/l. The sample initially resulted in a cl value of 129 mmol/l and repeated as 108 mmol/l. The repeat values were deemed correct. The k electrode lot number was i6549 and the cl electrode lot number was t8368. The electrode expiration dates were requested, but not provided.

Manufacturer narrative:
Na.